Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that their interlink buretrol administration set was "falling apart" and that the chamber appeared "crooked". It is unknown whether there was patient involvement or patient impact associated with this report, though no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample of product code (B)(4) was not received. The sample received was of a different product code and will be captured and reported in (B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.